Event description:
It was reported that the customer was hospitalized on the week of (B)(6) 2014 due to a surgery. The customer stated that he was taken off the insulin pump at the hospital. The customer stated that after the surgery she return to insulin pump therapy. The customer's blood glucose was unknown. The cause of the surgery was unknown. Advised customer to call back if she needed assistance with the insulin pump or was experiencing high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.